Event description:
It was reported that the patient experienced ineffective therapy and charging difficulty. X-ray imaging revealed migration of the lead and ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were repositioned to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event and patient's weight is estimated.